Event description:
On 18 december 2023, leica biosystems was informed that a user cut their finger on the cryostat instrument blade. According to the complainant, "they were slicing a tissue sample with a razor blade to prepare it for dissection and cut themselves on the blade of the machine." On 19 december 2023, leica biosystems obtained additional information that the injured user sought medical treatment at a local urgent care facility. On (B)(6) 2024, the complainant provided an update on the request for information regarding the medical treatment received by the injured user. The complainant confirmed that the injured user received wound care with steri-strips to the injured finger and was also provided an antibiotic.

Manufacturer narrative:
The investigation revealed the following: the incident was user related because the user disregarded the safety instructions and used a razor blade to trim their sample next to the unsecured microtome blade. Because the customer was not wearing safety gloves and the microtome blade had not been secured with a safety guard, the user suffered a cutting injury to the finger. Additionally, the customer has been used a razor blade instead of a leica microtome blade. The customer was advised that it is not recommended to cut specimens with the usage of a razor blade, and to follow the safety instructions according to the instructions for use. A training is recommended on the functionality and features of the instrument cm3050s.